Event description:
Colon, signmoid and rectal polyps submitted for histologic interpretation. Tissue did not survive processing. Patholic diagnosis could not be reached. Referring physican and patient notified.